Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n373770, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer was not getting coverage in her back since implant. Several reps tried to reprogram her. The physician had decided that the lead was placed too high or had migrated. The rep who did the original implant stated that the physician placed the paddle lead at a higher level that was suggested. It was planned to revise the paddle lead by pulling the paddle lower. Impedance was checked before the revision and all contacts were within normal range. The rep also tried to reprogram the consumer before going back into the operating room and was not able to get the consumer coverage in her back. The clinician was revising the paddle lead because the paddle had migrated up and they wanted to go in and pull the paddle down. Silicone material around the lead was damaged or breached. It was suspected that the damage was done during the procedure. It was noted that impedance values were fine upon checking. The physician requested a new paddle lead and the lead was replaced. It was noted that the new lead was placed at the middle of the seventh thoracic vertebrae and that the original lead had been placed into the lower area of the fifth thoracic vertebrae. The original lead was discarded. The lack of coverage and migration/placement issue occurred during use, and the lead damage/breach occurred intra-operative during the revision on (B)(6) 2015. It was unknown if the issue was resolved at this time and the patient was noted to be alive with no injury. Follow-up was being conducted to obtain the patient outcome; if additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be non-malignant pain.